Event description:
The following has been reported: nurse reported: normal saline leaking from cassette while rn was priming tubing. Rn did not tap cassette against any surface, was simply letting fluid flow through the line/cassette. Product did not reach patient. Injury/adverse reaction: no stopped active infusion: no occurred during infusion: on the primary line a preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the visual inspection, a crack was observed at the secondary port due to an over insertion of the valve activated luer. An underwater leak test was performed, and it was observed that bubbles came from the secondary port confirming the leak. The customer complaint is confirmed. The most probable root cause is an over-insertion of the secondary port. The batch record fa24j21253 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.